Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 2563 ml. Their programmed fill volume was 1500 ml which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of : insufficient drain, one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). All testing performed during the homechoice (B)(4) functional test and homechoice (B)(4) electrical safety analyzer test passed. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was probable cause: insufficient drain, one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device will be routed to the service area.